Event description:
The patient reported a loss of therapy. The programmer showed a picture of a doctor, the patient could not see if there was a code without glasses, it was thought it was because their battery needed to be replaced. The patient had an appointment for (B)(6) 2016 with their doctor to have the device checked. This occurred about a week ago. Other relevant medical history includes radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they replaced the controller and they also met with the company repre sentative (rep) and had their battery evaluated. It was found that the battery had 20% left. They also had scheduled surgery to get a new battery pack installed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-04-27. The patient reported that they had their battery replaced in (B)(6) 2016. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.